Event description:
Boston scientific received information that shortly after implant, it was noted this atrial lead was dislodged. A revision procedure was performed. It was noted this lead had pulled back out of the venous system. The lead had been secured with the sleeve and remaining suture. The lead was removed, replaced and discarded by the facility. Acceptable measurements were obtained with the replacement lead. No adverse patient effects were reported.

Manufacturer narrative:
As no return of product is intended, our investigation is complete. This investigation will be updated should further information be provided.